Event description:
The pt, a iddm and insulin pump user, awoke not feeling well on 3/6. A 5/a fasting blood glucose result on her surestep meter was 52 mg/dl. She reported that she uses humalog insulin in her pump at a pre-set basal rate, however, she boluses her insulin based on carbohydrate intake. She did not bolus her insulin after obtaining the 52 mg/dl result. She ate breakfast and retested her bs at approximately 9/a, obtaining a error 1 message and then a result of 56 mg/dl. At this time, she reported feeling thirsty. The pt consumed lunch at 2/p and bolused her insulin, 3.5u over 1 hour. At 5/p, she attempted to test on her meter. Obtaining error 1 results. Because she felt nauseated, she went to the hosp where at 7/p, her blood glucose was 990 (method unknown). She experienced a mild heart attack, which elevated her bg to 1000 after arrival. She stated, "I can't really fault the meter, they told me that a heart attack would spike my sugar up high in 2 hours." The pt was treated for dehydration, mild mi and bs regulation and remained hospitalized until 3/11. The meter is cleaned according to MFR's recommedations, however quality control tests results are not performed regularly. The pt had a difficult time performing a control solution test on the test strips in question. Meter calibration status is unknown at this time.

Manufacturer narrative:
Co has completed co's investigation of the MDR incident listed above and, after testing the device, co has not been able to verify a device malfunction which could have contributed to this event. Co concludes the alleged inaccurate results may have been due to user error, testing while in a dehydrated condition, or some unk anomaly. At this point co's investigation of this matter is closed.